Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, an unknown guidewire fractured while using a 2.5mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter. There was no reported injury to the patient. Additional information was requested but was not provided. The device will be returned for evaluation. A non-sterile ¿saber 2.5mm30cm 150¿ was received inside a clear plastic bag for evaluation. Visual inspection confirmed that the balloon was separated approximately 21 cm from the distal tip, and the wire lumen was also separated. The separated areas of both components exhibited elongation at the edges, consistent with material tensile overload. Microscopic analysis identified twisting and elongation of the fractured regions, suggesting the device had been subjected to a tensile force that exceeded the material yield strength before failure. The distal tip was intact with no observed damage or anomalies. All dimensional and visual assessments were completed as received; no additional testing was performed to preserve device condition. No evidence was found to indicate that the observed separation condition was related to a manufacturing or design issue. The reported ¿balloon separated¿ was observed during the evaluation, and subsequent guidewire lumen separation was also noted. The exact cause of the event cannot be determined; however, procedural factors and vessel characteristics may have been contributing factors. With the limited amount of information provided, it is difficult to draw a clinical conclusion between the reported events and the condition of the device. It is clear the device was induced to events exceeding its material yield strength. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter.¿ and ¿damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown guidewire fractured while using a 2.5mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter. There was no reported injury to the patient. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: the device was returned separated at the balloon portion.